Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed for the recurrent mitral regurgitation and single leaflet device attachment of the first mitraclip. It was reported that on (B)(6) 2016 the mitraclip procedure was performed in the patient with grade 4 degenerative mitral regurgitation (mr). One mitraclip was successfully implanted reducing mr to grade 1. Approximately twelve months after the mitraclip procedure the patient had shortness of breath and fatigue. In (B)(6) 2018 an echocardiogram was performed which found grade 4 recurrent mr and a single leaflet device attachment. Another mitraclip procedure was performed on (B)(6) 2018 when two mitraclips were successfully implanted, reducing mr to grade 1 to 2. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of dyspnea, fatigue and mitral regurgitation (mr), as listed in the mitraclip nt system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) in this incident could not be determined. The reported mr appears to be due to the slda, and the dyspnea and fatigue are cascading effects of the mr. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.